Manufacturer narrative:
The AED hasn't been received for evaluation yet. Cardiac science requested return of the rechargeable battery used with the AED during the event; however, the customer is currently refusing to provide it. This customer has previously reported similar problems with the powerheart 9300p and records show all of the customer's rechargeable batteries were purchased in 2011 and have exceeded their expected life of 2.5 years. Using batteries which have exceeded their expected life may be causing or contributing to the reported problems. Csc doesn't authorize testing of the powerheart aeds; however, this customer routinely performs their own maintenance testing and it's possible their testing may be affecting how the AED and / or rechargeable battery function. Device hasn't been received yet.

Event description:
The patient was in vf cardiac arrest and an AED was attached within 10 minutes after the patient went down. An initial shock was delivered with a community first responder's AED. The paramedic switched the AED to a powerheart g3 pro for better analysis and when entering the manual mode the defibrillator froze. The screen and buttons wouldn't do anything.

Manufacturer narrative:
The AED used during the reported event was received by cardiac science for investigation. The customer was unwilling to provide the rechargeable battery that was used with the AED. The pads used during the incident were no longer available. The reported problem could only be duplicated by partially removing the battery momentarily with the AED powered on, so that the AED's "no battery" contacts were not making contact with the battery and then immediately reinserting the battery so the "no battery" contacts were once again making contact. When the "no battery" contacts are not making contact with the battery, the AED main board determines the battery is being removed and prepares for shut down while the user interface board continues to operate. The counter continues to run, but since there is no new data from the main board, no new waveform data is shown on the display. Visual examination of the AED's outer case, battery harness, and "no battery" contacts found no observable defects or damage. Inspection of the main pcba and ui pcba found no problems with either board or with the cable that connects the boards. The AED was connected to a fluke impulse 4000 defibrillator analyzer and 7 simulated tests of 5 shock sequences were run. In some of the testing the AED pro's manual mode option was used. The AED never froze up during the testing. A battery programmed to run self-tests every 30 seconds was installed in the AED and 30 second self-tests were run for a total of 4 hours while gently vibrating the device. No errors were generated during the testing. The purpose of the test was to determine if there would be error codes associated with the "no battery" contacts of the AED losing contact with the battery. Vibration testing was performed in an attempt to duplicate the reported problem. The AED was placed on a vertical mechanical shaker and 30 second self tests were run continuously for 30 minutes at several different frequencies without any errors being generated. Additional vibration testing with the AED positioned on the shaker table in several different orientations was unable to recreate the problem and the AED functioned correctly. No hardware or software problems were found during the investigation. The problem could only be consistently duplicated by intentionally removing a test battery partially during use. It is possible the battery used during the reported event was not fully seated when the AED was being used. The rechargeable battery used with the AED wasn't returned for evaluation. Records show all of the customer's rechargeable batteries were purchased in 2011 and have exceeded their expected life of 2.5 years. Using batteries which have exceeded their expected life may be causing or contributing to the reported problem. No other customers have reported similar problems with the powerheart 9300p model devices. Csc doesn't authorize testing of the powerheart aeds; however, this customer does regularly perform their own maintenance testing and it's possible their testing may be affecting how the aeds and / or rechargeable batteries function.